Event description:
It was observed during olympus' device inspection that the thunderbeat surgical instrument's insulation pad was severely worn out. There was no patient involvement at the time of the finding.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the event was attributed to stress of the insulation, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.